Event description:
The recipient reportedly experienced sound quality issues with device use. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed several of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
Additional information.